Manufacturer narrative:
(B)(6) medical product: unknown knee femoral, cat#: unknown lot#: unknown, unknown knee bearing, cat#: unknown lot#: unknown. Aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop relat res (2012) 470:220-227. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07335, 0001825034 - 2017 - 07336, 0001825034 - 2017 - 07337.

Event description:
It was reported in a journal article that six patients with the dynamic spacers were reinfected and underwent further debridement. No additional patient consequences were reported.